Event description:
It was reported that during a CABG procedure, the clips got stuck in the instrument. New instrument was opened. There was no adverse patient consequence.

Manufacturer narrative:
Ealuation summary: the instrument was returned with a damaged anti-backup. However, the instrument was cycled, fed and formed the clips properly. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.